Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
During insertion of viper cortical fixation screw 6x50, it was apparent that the screws tulip/rod capture was malfunctioning. The inner portion of the tulip had rotated independent to the tulip orientation making it impossible to seat a rod and lock the construct down within this particular screw. The screw was removed and replaced.